Manufacturer narrative:
Submit date: 03/06/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a compression system. The customer states that the unit had a burnt power cord. The unit has been scrapped, due to the extent of the damage and will not be available for investigation.

Manufacturer narrative:
The scd express was evaluated based on the photographs provided. The review showed that the unit had a damaged power cord, with copper wire was exposed. From the area in which the damage occurred it is possible this could be related to wear over time from the wrapping procedure of the cord around the bed hook. The cause of the reported condition for the damaged power cord was due to wear from potential wrapping technique overtime. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit had a burnt power cord. The unit has been scrapped, due to the extent of the damage and will not be available for investigation.